Event description:
It was reported that a physician implanted an x-stop device into a pt. Reportedly, the pt developed septicemia secondary to a possible bowel obstruction. Three days post-op, the pt experienced metabolic acidosis and acute renal failure; the pt expired. No add'l info was reported.

Event description:
The account stated that a patient samples generated a false negative architect anti-hcv result. Upon retesting, reactive results were obtained. The sample was also tested on the axsym analyzer and reactive results were obtained. There was no impact to patient management reported.

Manufacturer narrative:
(B) (4): this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
(B)(4). No reagent or samples were returned. Testing was performed using an in-house file kit of architect anti-hcv lot 77856hn00. Sensitivity panels a and b and 2 seroconversion panels (B)(4) and (B)(4) were tested. The results for the sensitivity panels were in acceptable performance range. The seroconversion panel results showed the same bleeds were found reactive compared to historical data. Therefore there is no indication that the analytical or clinical sensitivity of architect anti-hcv lot 77856hn00 is compromised. A review of the manufacturing and testing records for lot 77856hn00 was performed. This review did not identify any issues that may have impacted the performance of the above lot number in relation to the customer's observation. Complaint trending data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency. This is the final report.